Event description:
Following a successful atrial fibrillation procedure, the patient developed facial heparesis. The patient was in a good condition after the procedure. Approximately 90 minutes post pulmonary vein isolation procedure, the patient developed a facial heparesis and was transferred to a neurological station in another hospital. There was no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Manufacturer narrative:
See updated coding in h6: clinical code.